Event description:
It was reported, the patient had intermittent stimulation in his left leg. An x-ray was performed which determined the lead had migrated out of the epidural space. It was reported the physician would undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.